Event description:
It was reported that during firing, the surgeon noticed a sound of unknown material being broken during the process, thereby, inspection was made. And the surgeon found an unknown material left behind the specimen and believed it had fallen apart from the cartridge jaw during firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, a9dv1m, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2024. D4: batch # u590c48. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with a tyvek, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, the device was disassembled to verify the integrity of the internal components and no abnormalities were found. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Additionally, photos were provided and they showed, the jaws of a device and two unknown pieces of metal. A manufacturing record evaluation was performed for the finished device batch number 590c48, and no non-conformances were identified.